Event description:
During bedside shift, rounds primary nurse validated that pump was infusing at ordered rate of 48ml/hr. An hour later during morning assessment, pump was found to be running at 9ml/hr. Primary nurse notified, and when reprograming the pump, she found it to be defaulting each time to the incorrect settings.